Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient underwent a pump refill on (B) (6) 2009. The patient's pump contained baclofen 500 mcg/ml at a dose of 3 mcg/hour. When the pump was refilled, the dose was decreased from 3 to 2.4 mcg/hour. Four days later, the patient returned with symptoms including vomiting, yawns and nape stiffness. On (B) (6) 2009, a bolus of solumedol was administered. At the beginning of (B) (6) 2009, the pump was noted to be empty. Per the reporter: "it is not impossible that, on (B) (6), the physician did all the steps of refilling the pump except for the refill itself". Following the bolus, the patient was "fine". It was later reported that the pump was not refilled in (B) (6) 2009 but that the pump was programmed as if it had been. After the symptoms, the pump was attempted to be interrogated and a series of codes was received. The codes were recorded, the pump was refilled, and it was ok.